Manufacturer narrative:
On 05/03/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Medtronic representative had the site radiographic technologist (rt) and the site biomed engineer confirm that the door opened and closed properly. Reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that when their radiographic technologist (rt) began to move their imaging system from storage and open the door, the rt heard a loud noise, then closed the door. When the rt attempted to re-open the gantry it would not open. This was reported outside of surgery. No further details regarding this issue were provided. There was no patient present when this issue was identified.